Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated by the architect c4000 processing module for a patient. The results were not released. The sample was repeated, and a normal result was obtained. The following data were provided: normal range: 1.6 to 2.6 mg/dl (B)(6) 2026 sid (B)(6). Initial result = 9.14 mg/dl repeat result on the same instrument = 3.96 mg/dl repeat result on another instrument (B)(6) = 1.9 mg/dl no impact to patient management was reported.